Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a surging or shocking/jolting sensation at the implantable neurostimulator (ins) and lead location. Movement caused the stimulation to change. There was no known accident or incident related to the event. Group impedances were between 1200 and 1600 ohms. The rest of the electrode impedance measurements were normal. The circuit was intact with the exception of the #3 and #10 contacts which appeared to be touching from an x-ray. It was felt that there may be other issues with the pt. Further discussions with the physician were planned. Additional info has been requested, a follow-up report will be sent if additional info becomes available.